Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.model# and lot# of other pipelines involved:model# lot# dom expirationfa-77400-12 9439425 05-03-2011 08-01-2012fa-77400-18 9430674 04-09-2011 03-01-2013(B)(4)

Event description:
Treatment of a basilar trunk internal carotid aneurysm. It was reported the patient aneurysm was treated with 3 pipelines and the procedure went well without complications. During the night, the patient had a perforator occlusion infarct which resolved with integrilin. Afterward, the patient was brought in for a 24 hours angio and expired from what was thought to be a brain stem infarction.